Manufacturer narrative:
(B)(4).

Event description:
It was reported the customer had issue with insulin pump and reservoir spilling everywhere. Customer stated she was high due to not getting insulin. Customer stated the infusion set had been coming out. Customer stated she used 3 reservoirs and insulin was just pouring out of it. Customer stated she pulled it out last night, she was high and don't know how long she was disconnected. Insulin pump had a no delivery alarm. The blood glucose reading was unknown. Nothing further reported.